Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in a field action, but product analysis found that the device did not perform as described in the field action. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was replaced due to elective replacement indicator (eri). The battery longevity was less than expected. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.